Event description:
Consumer called to report his meter is not accurate. Analysis run on clark error grid using mean average readings (567) vs. Bd readings of (25,86) yielded data points in the d zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.